Event description:
A negative architect hcv result of 0.84s/co, was reported to a physician. The result was questioned, because the patient was known to be positive for hcv since 1996. The sample was originally tested in 2002. Retest occurred one week later. There has been no report of impact of the patient or patient management.